Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The ventilator was inspected and passed electrical safety. Graphic user interface (gui) central processing unit (cpu) was replaced and back light inverter pdbas. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator had display erratic, intermittently horizontal lines would appear. Patient involvement is unknown.